Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) peritonitis [peritonitis]. Case description: spontaneous report received on 25-dec-2007 from a physician regarding a female patient. She had a medical history of colitis ulcerative. The patient received 1 sheet of seprafilm placed under the median wound in 2007 after the complete removal of the large intestine and a j-pouch ileostomy. On a week later, the patient experienced peritonitis in the abdominal cavity that was severe in intensity and required or prolonged hospitalization according to the physician. Seprafilm was last administered prior to the reported event on a week prior to event date. A culture test performed on an unknown date revealed enterococcus faecium and enterobacter cloacae. As of four days prior to original date, the patient had not yet recovered. The physician assessed the relationship between peritonitis and seprafilm as probable.